Event description:
The pt underwent pelvic surgery in 2005. At three months post operative, the pt experienced the mesh erosion and vaginal exposure of the anterior portion. The pt was hospitalized and a portion of the mesh was removed during a surgical procedure. The pt is fine now.